Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the pump had alarmed with a ¿no disposable clamp tubing¿ alert. This alarm event pauses the delivery of the pump until the error is addressed. The starting volume had been 100ml, with a continuous infusion rate of 2.2ml/hr. At the time, the reservoir volume had been 98ml and 0.55ml had been administered. The pump had been restarted using a new device. Both the air detector and upstream sensor had been turned off. The infusion had continued for 46 hours with a lock level of 2. The pump had been used to prime the extension tubing, and the medication lost during priming had been included in the programmed volume. The event occurred while in use with a patient, and the patient had not been medically affected.